Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient reporting that the stimulator that was put in, never worked right (since implant (B)(6) 2011).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome chronic low back pain spinal pain. It was reported that the patient was having an unrelated brain MRI. The patient was currently hospitalized for an unrelated event. It was stated that the consumer did not understand the MRI guidelines and there was confusion on whether or not the patient could have one. The patient thought they still had the old ¿non MRI¿ implantable neurostimulator (ins). An x-ray was performed and confirmed that there was only 1 stimulator. The caller stated that they thought that the old implantable neurostimulator (ins) was removed when they put the new one in. The patient had not used the stimulator in 4 years and was ¿sure it was dead.¿ it was reported that it quit working and was not going to the area they needed it to.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, serial# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) indicated that the patient had a previous surgical paddle lead before they put in a percutaneous spinal cord stimulator (scs). They stated that the trial went well, but they could never get the permanent implant to work well. The hcp added that when the patient implantable neurostimulator (ins) died, they wanted the system removed. The patient was told before they took out the percutaneous system, that they would not be removing the old paddle lead. The patient was advised to return to their spine surgeon to remove the paddle lead. It was noted that the patient¿s ins was non-functional, and the battery was dead, and the patient never got good relief from it. The hcp stated that the device was also painful, and uncomfortable underneath the ribs. The device was implanted on (B)(6) 2008 and explanted on (B)(6) 2008. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.